Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h6, h10 UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned a2009 ultra 360 patient positioning system. The evaluation showed that unit received is a a2101 with the upper handle to a a2009 ultra 360 unit; the handle of a a2101 does not have the trigger latch. Both shock cushions were worn. Adjustment wrench is missing. Upper handle will be returned separately and a transitional will be added. The unit needs repair, general maintenance required and replacement of worn/missing parts. This device exceeds its expected life of 7 years (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a missing locking trigger on the ultra 360 positioning system. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.